Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware that on (B)(4) 2018, the patient experienced a detached sensor wire on (B)(6) 2018. The sensor was inserted into the thigh. It was indicated that upon removal of the sensor, the wire was found detached and lodged in the patient's leg. The patient developed a walnut-sized hematoma and had severe pain, redness, swelling and was unable to walk on the affected leg for one week. On (B)(6) 2018 an ultrasound was performed, which was inconclusive, and the patient was prescribed amoxicillin. On (B)(6) 2018, the patient had a follow-up with their endocrinologist for continued observation and was advised to return to the clinic if the site was infected. At the time of contact the patient was in an improved condition with no swelling, pain or redness at the site. Patient did have a small lump that was still palpable. No additional event or patient information was provided.

Manufacturer narrative:
(B)(4).